Event description:
The customer reported the heating pad became too hot while in use causing second degree burns to his skin. He also reported burns to his bedding and pillow. The instructions for proper use specifically state to never use while sleeping or in bed. Burns of this nature are caused by the consumer laying on the heating pad.